Event description:
It was reported during the trial procedure there was invalid impedance on every contact. In turn, another lead was opened and used to finish the implant.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.